Manufacturer narrative:
Please see additional event information in section.

Event description:
On (B)(6) 2015, the patient underwent coil embolization of the right internal iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). Patient medications include tantoprazole, venlafaxine, and finasteride. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2012, the patient was implanted with a gore® excluder® aaa contralateral leg component ((B)(4)) as part of a re-intervention to treat a distal type I endoleak. On or around (B)(6) 2015, computed tomographic angiography identified right common iliac artery dilatation resulting from disease progression of the original abdominal aortic aneurysm. The dilatation has caused a loss of circumferential endograft seal. A re-intervention procedure has been scheduled for (B)(6) 2015.